Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that thirty-five bd insyte¿ autoguard¿ shielded IV catheter packages were found unsealed compromising sterility. There was no exposure, injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: lot analysis: DHR review was performed on the lot number 5127857. The lot number was packaged on packaging line 11 from may 11, 2015 thru may 12, 2015. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Set-up and in-process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Visual analysis: observations and testing: received 35 unused iag 14ga units in partially opened package from the lot number; 5127857. Visual/microscopic examination: the packages were partially opened at both ends, top of, or the bottom of the blister packs on the following lot numbers. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition, the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both variables were looked at during the investigation. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements regarding package seal integrity poor/questionable. Investigation conclusion: the defect package seal integrity poor/questionable, as stated as the reported coded was confirmed with the returned unit. Even though the package came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Root cause: relationship of device to the reported incident: indeterminate. Corrective action / CAPA #: CAPA (B)(4) has been opened and an action plan will cover the implementation of an entire new top web as well as an increased plan of detection and individual lots will be contained as needed per the qn process or complaint investigation process.